Manufacturer narrative:
The drive nut did not engage with the lead screw due to corrosion in the drive nut assembly. Unable to perform further testing due to the drive nut anomaly.

Event description:
It was stated that the customer experienced high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the lead screw rotated properly but no insulin exited. The insulin pump failed the high pressure test also. Nothing further was reported.